Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered interrogating this device. An internal technical service consultant was contacted for interrogating troubleshooting assistance and was provided information. After attaching the grounding cable the interrogation was successful, however subsequently similar interrogation issues were encountered during follow up visits. There was concern that there may be a device issue. This device remains implanted and in service. No adverse patient effects were reported.